Manufacturer narrative:
(B)(4). Correction: upon further investigation, the reported condition was changed from confirmed to not confirmed. A review of the device log did not reveal anything that could confirm the overfill issue. The problem could not be confirmed and the cause could not be determined. The device was found out of specification unrelated to the reported issue of overfill. The device was discarded due to the poor physical condition of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse alleged that a patient had been overfilled on his homechoice. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.